Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that both tubes through bio-chem valve lv13 were cut. The fse indicated that the leak contained both clenz and a small amount of waste inside the right side compartment of the instrument. The fse cleaned the leak and replaced bio-chem valve lv13 and tubing to resolve the leaks. The fse verified the repair as per established procedures and results met published specifications. Failure mode of the leak is attributed to a cut at both tubing through valve lv13. (B)(4).

Event description:
The customer reported that approximately 20-30 ml of diluent or cleaner leaked from the right of the coulter act diff analyzer. The customer was unable to locate the source of the leak but indicated that the leak was not contained within the instrument. The customer also stated that the instrument failed reproducibility. The customer was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event. The customer also stated that the pump tubing had not been replaced since the instrument was installed a year ago. The customer proceeded to replace the pump tubing.